Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, for lot 6222023nh, there was difficulty loading the reload on the handle. After the loading issue was experienced, the reload was still used on the patient. Also, the reload component disengaged into the patient. For lot, n6h0898urx, there was difficulty articulating the device. For all three lots, after reloading it was not possible to come through a 5 mm trokar (storz). No information was provided regarding patient outcome or current patient status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reload was able to be retrieved from the patient. The current patient status is no problem.